Event description:
The device was used during a sub-total gastrectomy. It was reported the "cartridge did not fit the instrument and dropped." The cartridge fell into the pt. There was no consequence to the pt.